Manufacturer narrative:
Device evaluated by MFR: a visual examination of the stent found that the stent had moved 15 mm from the proximal end of the distal markerband in a proximal direction over the polymer extrusion shaft. The stent struts were damaged and squashed. The damaged section of the crimped stent outer diameter was measured, the stent protector could not have fitted to cover the stent during the manufacturing process prior to sterile packaging. Stent damage most likely occurred due to interaction between the guidezilla and the stent. The balloon cones were reviewed and no issues were noted. Stent crimp markings were visible on the balloon body. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft polymer extrusion profile found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. A guidezilla¿ ii guide extension catheter was positioned and then a 4.00x32mm synergy ii stent was inserted into the guidezilla. The stent became stuck on the heiloc transition point of the guidezilla ii and was damaged. Everything happened inside of the original guide catheter and everything was removed as one system with ease. There were no patient complications and the patient is doing fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A guidezilla¿ ii guide extension catheter was positioned and then a 4.00x32mm synergy ii stent was inserted into the guidezilla. The stent became stuck on the heiloc transition point of the guidezilla ii and was damaged. Everything happened inside of the original guide catheter and everything was removed as one system with ease. There were no patient complications and the patient is doing fine.